Event description:
It was reported that an altitude alarm occurred. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.